Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. It was reported that during the surgery, when the surgeon remove a pin, he felt a tight, creaky grip on the pin puller. The surgery was completed with backup device without any surgical delay. The surgeon commented that he felt that the troubled pin puller was tighter grip than backup device. After the surgery, the sales rep checked the pin puller, he felt a tight grip with no pins in it, and it seemed that the metal in it is interfering. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.